Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope image was not bright enough, the front end of the light bundle glass was damaged, the inner core of the switch was damaged, the universal cord was damaged and the front/back end of the light guide bundle was interrupted. The reported issues were discovered, during cleaning/disinfecting. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord is damaged, the front light guide bundle is interrupted or weakened, and the back end light guide bundle was interrupted or weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by a damage of the front-end light bundle glass caused by the third-party repair. The additional findings are caused by the third-party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.